Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation impedance as well as oversensing noise. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.